Event description:
The patient reported their blood glucose level reached 21 mmol/l, while wearing the pod between 5 and 24 hours on the abdomen. Investigation of the device found the exposed portion of the soft cannula flattened. As treatment, a new pod was successfully applied.

Manufacturer narrative:
During investigation, the exposed portion of the soft cannula was found to be flattened. Further inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path. It could not be determined when this damage occurred. The downloaded data from the pod does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.